Manufacturer narrative:
Qn# (B)(4). The customer returned one unit 5-16035 et tube, sher-I-bronch, ls, 35 fr for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the tube was malformed near the tracheal valve connection. The inner diameter of the tracheal valve appeared to be slightly obstructed due to the malformation. A functional kink resistance test was performed on the returned et tube per iso-5361; 2012 edition, annex h - test method to determine resistance. The returned et tube was pre-conditioned in a water bath at 40 c for 6 hours. The proper size fixture was not available for the returned sample, so the test was run without a fixture. Therefore, the test results cannot be conclusive. A steel ball of a minimum 75% (~3.68mm) of the designated size of the et tube is used to check the potency of the lumen. Two balls were used for the kink test, one larger than 75% of the et tube ID and one smaller (3.75mm and 3.375mm). Upon testing, both ball bearings were able to pass freely through both the tracheal and bronchial sides of the tube. Multiple attempts were made from both ends of the tube and no issues were observed. The returned sample was able to pass the kink resistance test. The sample was shipped to the manufacturing site for further investigation. The root cause of the tube malformation was determined to most likely be due to a temperature issue during the widening of the tube where it was malformed during manufacturing. This sample was manufactured before corrective/preventative actions were made to mitigate this potential issue. The reported complaint was confirmed based upon the sample received. It was found that the tube was malformed near the tracheal valve connection. The inner diameter of the tracheal valve appeared to be slightly obstructed due to the malformation. The root cause of the tube malformation was determined to most likely be due to a temperature issue during the widening of the tube where it was malformed during manufacturing. This sample was manufactured before corrective/preventative actions were made to mitigate this potential issue. These changes were documented under an engineering change order.

Event description:
It was reported the "doctor went to use product and pass the scope, he could not pass through right into the channel and it was getting locked. Right where the y connects, on the tracheal side, it was shrunken and sucked in a little bit". No patient injury or harm reported. Patient condition reported as fine.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A verification of the reported failure mode was conducted, and 80 samples were taken from current production (5-16035 et tube, sher-I-bronch, ls, 35fr lot # 2981825) at the manufacturing facility and were visually inspected. No issues were encountered during the visual inspection for the issue reported "blocked/obstructed - y connector". A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported the "doctor went to use product and pass the scope, he could not pass through right into the channel and it was getting locked. Right where the y connects, on the tracheal side, it was shrunken and sucked in a little bit". No patient injury or harm reported. Patient condition reported as fine.